Event description:
It was reported that the carto was receiving bad or noisy signals from the catheter. This event is being reported based on the investigation results of the returned prod. The investigation found the nitinol wire, which connects the loop with the shaft, completely broken in half with only the plastic covering holding the loop and the shaft together. No pt injury was reported for this event.

Manufacturer narrative:
Initial regulatory decision was not reportable based on the reported event description. The regulatory decision was later changed from not reportable to reportable based on the investigation results of the returned prod. .